Event description:
It was reported that noise and variable pacing lead impedance with an out of range value were observed. It was noted that the patient has an abandoned capped lead in the right ventricle. Further investigation and test were recommended. The patient will continue to be monitored remotely.

Event description:
New information received indicates that suspected clavicular crush was observed. The lead is scheduled to be explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicates that the lead was explanted without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.